Manufacturer narrative:
Physio-control evaluated the device; however , no failures of the device were found, nor could they duplicate any connect electrodes discrepancies while testing the device. A performance inspection procedure was performed with no discrepancies. The device will be returned to the customer for use. A clinical review of the reported event determined that insufficient information, e.g. Pt down time, or pt's rhythm, was provided to physio-control to determine if the use of the device impacted the pt's outcome.

Event description:
The customer reported that they responded to a pt call. It was indicated that CPR was in progress, but it's unclear how long it was before CPR was started by family members, or if they had witnessed the cardiac event. The customer indicated that the electrodes were connected to the pt and to the device; however, the device continued to prompt "connect electrodes". The ems crew arrived to the scene shortly after the emergency management team. A zoll monitor (model unk) was then used to determine that the pt was asystolic. The pt was not resuscitated.